Event description:
It was reported that the ventilator failed after preventive maintenance, during set-up. The ventilator showed o2 pressure when no pressure was applied and low o2 flow was delivered.